Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug (at unknown dose and concentration) via an implantable pump for an unknown indication for use. It was reported a revision occurred on an unspecified date. When the hcp opened up the wound site, 60 plus cc's of fluid came gushing out. At first the hcp could not see a cut in the catheter, but the keen eyes of his resident and fellow saw that the catheter was eroded (flattened) at three locations and one of the sites was leaking cerebrospinal fluid (csf). They cut the catheter near the tunnel site and attached a new sutureless connector segment and a new 20 cc pump. They filled the pump using the medication(s) that were in the old pump and programmed the patient to 500 mcg/day and gave them a personal therapy manager (ptm) with 10 x 50 mcg/boluses with a refill in a couple of weeks. No oral or systemic opioids were given overnight and the patient was discharged the morning of (B)(6) 2017. The patient was instructed to follow-up as soon as possible, but the hcp would check their wounds in a week or two. The patient was given antibiotics for 3 days with pre-operative and overnight IV antibiotics and vancomycin powder in the pocket. The pocket fluid was sent for culture but it looked clear. The hcp indicated "everything went well" and no further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) on 2017-sep-18 reported the patient's identifying information (name and date of birth). The patient experienced pump site swelling and withdrawal symptoms. The cause of the cut catheter was noted to be due to a pump refill in the hospital by an unexperienced hcp and they presumably caused damage per the patient. It was noted that the patient started experiencing the issue in "(B)(6) 2018." The pump was replaced and the catheter was revised "illegible" on (B)(6) 2017. It was noted that the issue was resolved. The patient's weight was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-oct-17 reported the patient first started experiencing the cere brospinal fluid (csf) leak on (B)(6) 2017 while hospitalized after pump refill at the hospital. Why the pump was replaced was unknown and the status of the pump was unknown. No further complications were reported/anticipated.